Event description:
It was reported that during the deployment of the embolization coil, the coil prematurely detached within the parent vessel. A snare was used to retrieve the coil. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the embolization coil was returned for evaluation; however, the delivery pusher was not. A visual analysis using magnification was performed of the coil. The coil was detached from the delivery pusher. The coil appears normal in specification however, there is a damaged segment on the primary wind likely to be from the snare during retrieval. There is no evidence of stretching . A portion of the microcatheter used with this device was returned. The microcatheter was crushed at multiple segments. The hub of the catheter was removed from the device. Root cause analysis: the root cause of this complaint could not be determined, as the entire device was not returned for analysis.